Event description:
The reporter stated that a patient who received a universal total wrist system for slac (scapholunate advanced collapse) had to undergo revision surgery because of septic loosening. The revision procedure showed a loosening of two screws of the carpal component and one screw of the radial component. Inflammation of the bone was seen predominately along the two screws of the carpal component, but also in other areas of the wrist. An interim cement spacer was placed in the wrist after the explantation procedure. Information received in writing by integra indicates that the patient had no other pre-existing medical conditions, and that microbiology findings from the explanted devices are not available. The three universal total wrist system components reported in this event are: radial implant large right (catalogue number: 263400r lot number: 7672). Carpal implant large (catalogue number: 261401, lot number: 9016). Carpal poly implant large (catalogue number: 262400, lot number: 785).

Manufacturer narrative:
To date, the device components involved in the reported incident have not been received for evaluation. An investigation has been initiated based upon the reported information.